Event description:
Postoperative CT revealed an avulsion fracture of the medial cortical bone at the insertion site of a locking screw with distal of the long gamma nail. Revision surgery is not planned at this time.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event, patient¿s medical records as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device remains implanted.

Event description:
Postoperative CT revealed an avulsion fracture of the medial cortical bone at the insertion site of a locking screw with distal of the long gamma nail. Revision surgery is not planned at this time.